Event description:
It was reported that a user consumed a higher-carbohydrate snack without meal announcing, which led to a sudden rise in blood glucose that prompted the ilet to deliver approximately 4 units of insulin and the glucose then trended downward while remaining in range. No reported symptoms. Outcomes included no clinical impact, no alerts or alarms, and no hospitalization. Investigation included review of device reports and user education on appropriate use, specifically that reduced meal announcements are typically useful for snacks with meaningful carbohydrate content. Investigation of this case revealed normal automated insulin delivery with appropriate system response to a missed meal announcement and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related, specifically a missed meal announcement, with device performing as designed.